Manufacturer narrative:
Software version unknown. Retainer ring black. Customer returned device for an alleged audio or vibrate anomaly found on oct 09, 2021. Device was received with a blank display. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test or verify audio or vibrate anomaly due to blank display. Unable to download history files and traces using thus due to blank display. Unable to upload device to carelink due to blank display. Device was cut open to perform visual inspection and found a cracked and bleeding lcd glass. No corrosion or moisture damage found on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. ¿the original electrical board 1 was installed and swapped out with a working test electrical board 2, case, internal battery and motor. Powered the device on using the battery simulator and no blank display noted. However, a missing segments or partial display was confirmed due to a cracked and bleeding lcd glass. The original electrical board 2 was installed and swapped out with a working test electrical board 1, case, internal battery and motor. Powered the device on using the battery simulator and blank display noted. Blank display was confirmed suspected to be on electrical board 2. Missing segments or partial display was confirmed due to a cracked and bleeding lcd glass. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. Unable to upload device to carelink and download history files and traces using thus due to blank display. Blank display was confirmed suspected to be on electrical board 2. A test electrical board 2 was used and continued testing and no blank display noted. However, missing segments or partial display was confirmed due to a cracked and bleeding lcd glass. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Troubleshooting was performed. Insulin pump was not dropped, or bumped, and the issue persisted even changing the batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.